Manufacturer narrative:
The mega suture cut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable at the wrist snapped on the mega suture cut needle driver. The instrument was replaced during surgery with another of the same type. A fragment fell into a patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and found to be in proper working order. During "vault" suturing with 2-0 stratfix, the wires on the needle driver frayed and a piece of wire, initially mistaken for charred tissue, was inadvertently pulled off by the surgeon using another instrument. The wire fragment was immediately seen and retrieved, and the team confirmed that all fragments were accounted for, given the instrument remained in view at all times. The instrument was not removed or collided with any other object prior to the incident, and no issues with its functionality were noted before the wire snapped. The procedure continued robotically and was completed after replacing the instrument, with no injury to the patient or need for additional surgical intervention or post-operative imaging. The patient has not returned with any related complications. The instrument is available for return to isi, but the fragment was discarded after confirmation by the surgical team. No photographic or video evidence of the incident was available.